Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of unable to loosen the ventricular setscrew to disconnect the ventricular lead was confirmed. The device was returned for analysis. Epoxy was found in the ventricular connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.

Event description:
Related manufacturer reference number: 2017865-2021-35673. It was reported that the patient presented for implant procedure. During the procedure the right ventricular (rv) lead dislodged prior to pocket closure. The dislodgement was confirmed via chest x-ray. Due to the dislodgement the rv lead was unable to capture and the sensing of r-waves decreased. Furthermore, when the physician attempted to remove the rv lead from the pacemaker, the set screw would not come out. Therefore, the physician elected to implant a new pacemaker and rv lead instead. The patient was in stable condition.